Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the customer planned to perform a pump reset independently to resolve the issue.